Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose over 599mg/dl. The customer mentioned that she went in the hospital due to heart issues and urinary tract infection. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to remove the cannula from the body and it was bent. Reminded the caller to change the infusion set and reservoir every two to three days. No further information was provided.